Event description:
It was reported that two autopulse nimh batteries kept failing in the charger and that they would not hold charge. No adverse pt sequelae was reported. Manufacturer requested additional info from the customer; however no info was obtained.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see related MFR report #3003793491-2013-00623 for autopulse nimh battery with sn (B)(4).